Manufacturer narrative:
The device was not returned for evaluation as there was no allegation of device malfunction. Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, which may require intervention are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the tavr procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning and fixation of the tvp to prevent ventricle perforation. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, it was reported that the ventricular perforation was caused by the (non-edwards) guide wire. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore, no further actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported per the edwards field clinical specialist (fcs), during a transfemoral tavr procedure, a ventricular perforation occurred. Bav was performed with a 22 x 5 zmed ii balloon. The patient's pressure remained low. A sapien valve was deployed under rvp in a 40/60 ventricular final position. The patient's pressure never returned and CPR was initiated. A balloon pump was inserted and a pericardial effusion was noted on tee. The decision was made to open repair the perforation and effusion. Once the patient was stabilized a moderate pvl was noted on tee. The decision was made to implant a second valve. The second valve was prepped, inserted and positioned in the first valve. Under rvp the valve was deployed superior to the first valve. Under tee no pvl or central leak was noted and the patient's bp remained above 110mmhg systolic. Surgical closer of the sternotomy was performed and the patient was transported to the ICU in stable condition. Additional information reveals that the physician felt the root cause of patient decompensation was the wire perforating the ventricle.